Event description:
It was reported that during the last use, the system98xt intra-aortic balloon pump (iabp) unit reported circuit loss.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the last use, the system98xt intra-aortic balloon pump (iabp) unit reported circuit loss. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4,d1,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disc locking lap , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.